Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss for the connected transmitters, the org screen turned black, and then it would come back on. No patient harm was reported. Bme reported they put a replacement org into service and it is working fine. Bme requested to send this unit into nihon kohden for inspection and repair.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss for the connected transmitters, the org screen turned black, and then it would come back on. No patient harm was reported. Bme reported they put a replacement org into service, and it is working fine. Bme requested to send this unit into nihon kohden for inspection and repair. Device inspection/repair summary: nihon kohden repair center received the device and evaluated the unit and found the ground terminal was bent. The reported complaint that transmitter tiles showed communication loss at the cns could not be verified due to the org having the error light illuminated. No part(s) were required to be replaced. Nkrc initialized the unit to factory settings, reloaded software to ver 05-01. Configured the ip address on label and tested device in good working order. The unit has been out of warranty coverage since 2018 and has been in service for 11 years at the hospital. Investigation summary: the reported issue could not be verified due to the org having an error light and could not be bypassed. However, after the repair center evaluated the unit and found the unit required initialization and set back to factory default as the files on the org may be corrupt. Additionally, they redownloaded the software to the device. The unit was repaired and shipped back to the customer successfully. Device history: a serial number review of the reported device (model: org-9110a, serial number: (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss for the connected transmitters, the org screen turned black, and then it would come back on. No patient harm was reported. Bme reported they put a replacement org into service, and it is working fine. Bme requested to send this unit into nihon kohden for inspection and repair. Nihon kohden repair center received the device and evaluated the unit and found the ground terminal was bent. The reported complaint that transmitter tiles showed communication loss at the cns could not be verified due to the org having the error light illuminated. No part(s) were required to be replaced. Nkrc initialized the unit to factory settings, reloaded software to ver 05-01. Configured the ip address on label and tested device in good working order. The unit has been out of warranty coverage since 2018 and has been in service for 11 years at the hospital. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 07/05/2013. Unique identifier (UDI) #: (B)(4). Model#: zm-531pa. Serial #: (B)(6). Device manufacturer data: 12/17/2015. Unique identifier (UDI) #: (B)(4). Model#: zm-531pa. Serial #: (B)(6). Device manufacturer data: 05/17/2022. Unique identifier (UDI) #:(B)(4). Model#: zm-531pa. Serial #: (B)(6). Device manufacturer data: 12/19/2017. Unique identifier (UDI) #: (B)(4). Model#: zm-531pa. Serial #: (B)(6). Device manufacturer data: 03/01/2019. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss for the connected transmitters, the org screen turned black, and then it would come back on. No patient harm was reported. Bme reported they put a replacement org into service and it is working fine. Bme requested to send this unit into nihon kohden for inspection and repair.